Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker showed five years in longevity. Boston scientific technical services (ts) explained that the device exhibited chronic high rate atrial sensing. Moreover, the data was getting calculated into the device and that is why device was decreasing longevity. Ts then suggested turning off atrial sensing. Further, the field representative requested for engineering analysis and result indicated increase in power consumption due to high rate atrial sensing. Also, device had signal artifact monitoring (sam) enabled. To date, the device remains in service. No adverse patient effects were reported.